Manufacturer narrative:
(B)(4).

Event description:
It was reported that false positive episodes were observed. Review of session records noted undersensing, as the r-waves were low. Programming changes were made but the issue still persisted. Patient&#38112;condition was stable. The patient is being monitored.